Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the comb was bent and the dermacarriers were stuck on the machine. The event took place outside of surgery (after surgery). There was no patient involvement. It is just a repair case. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was replaced and derma carrier removed and scrapped and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.